Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that two years post index procedure the patient presented emergently to the hospital with leg pain due to limb occlusion resulting in poor blood outflow. The occlusion was observed in the ipsilateral limb from the bottom of the graft to the flow divider. Per the physician, the cause of event was due to patient anatomy, calcified femoral arteries. The physician performed a fem-fem bypass. No additional clinical sequelae was reported and the patient is doing fine.